Event description:
Customer reported breathing circuit's inner tube separated from the outer tube. There was no reported pt injury.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.